Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
While performing a revision of the patient's right hip, the poly would not fully lock into the shell. The device appeared flush (not sitting proud), but still allowed micro-motion within the shell. A second poly was opened and used with no issues. A surgical delay of approximately 10 minutes was reported. Rep reported that hospital will release no further information due to its interpretation of hipaa. Update 25-jul-2018: rep provided a usage sheet which also showed a series ii liner as wasted. Rep reported that the surgeon had tried that liner first, but it wasn't stable. Surgeon then tried the second liner originally reported. A screw, also wasted, was only used to remove the 2 reported liners. Update 26-jul-2018: rep addressed the report of the series ii liner being unstable: "the instability was related to the rom and likely associated to the patients soft tissue anatomy from revision surgery. It was not related to the implant". The series ii implant was disposed by the hospital.

Manufacturer narrative:
An event regarding rom and instability involving an omnifit liner was reported. The event was not confirmed. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
While performing a revision of the patient's right hip, the poly would not fully lock into the shell. The device appeared flush (not sitting proud), but still allowed micro-motion within the shell. A second poly was opened and used with no issues. A surgical delay of approximately 10 minutes was reported. Rep reported that hospital will release no further information due to its interpretation of hipaa. Update 25-jul-2018: rep provided a usage sheet which also showed a series ii liner as wasted. Rep reported that the surgeon had tried that liner first, but it wasn't stable. Surgeon then tried the second liner originally reported. A screw, also wasted, was only used to remove the 2 reported liners. Update 26-jul-2018: rep addressed the report of the series ii liner being unstable: "the instability was related to the rom and likely associated to the patients soft tissue anatomy from revision surgery. It was not related to the implant". The series ii implant was disposed by the hospital.